Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was over 400 mg/dl. The customer stated that the infusion pump had a bent cannula. The auto mode feature status at the time of the incident was unknown. The customer declined to troubleshoot for the high blood glucose incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.